Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient fell 2 months ago and since that time had no right sided pain coverage. The patient was experiencing a loss of therapeutic effect. The patient thought one wire pulled out. The patient had a stinging sensation from ribs to toes. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 39565-65, lot # v735782030, implanted 2011 (B)(6), explanted: n/a. Programmer: model # 37743, lot # nke173378n. Recharger: model # 37752, lot # nka157759n,